Event description:
The pt was having surgery for a hysterectomy. Only known allergy by pt is to meclomen, which is an arthritis medication that can cause swelling of the face and increased risk for bleeding per the drug labeling. However, the pt's specific reaction to this drug is unk. Sensor xp applied to the pt's forehead. During the surgery, the pt received atropine for a decreasing heart rate, which is also known to cause the face to flush, rash, dry skin, as well as contact dermatitis per the drug labeling. After about an hour, the pt's entire face became reddened and a rash appeared. The sensor xp was removed. Anesthesiologist noted some bleeding on the pt's forehead under the sensor electrodes. Pt received intravenous doses of 10 mg decadron (steroid) and 25 mg benadryl (histamine blocker). Skin condition cleared within 2 hours.